Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode dislodged as a result of twiddlers syndrome resulting in amplitude changes and oversensing. Surgical intervention was performed and the electrode was successfully repositioned using the three incision technique instead two incision technique. The electrode remains in service. Besides intervention, there were no adverse patient effects reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.

Event description:
---